Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28 oct 2020.

Event description:
The customer reported the unit will not detect wall pressure. There was no patient involvement.

Manufacturer narrative:
G4: 02nov2020. B4: 02nov2020. The manufacturer¿s technical services (ts) confirmed the reported issue. The alarm message: high oxygen (o2) supply pressure was observed. The customer was provided with the part numbers for the gds(gas delivery system) and the o2 manifold. The customer replaced the defective o2 manifold to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.